Manufacturer narrative:
The device was received for evaluation. During functional testing, device failed downstream occlusion tests was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream calibration numbers were out of specification. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion tests with values of 21.4 and 23.2 psi in the biomedical service department. There was no patient involvement. No additional information is available.